Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address soreness, squeaking noise and disassociation. Heterotopic ossification is noted on the der.

Manufacturer narrative:
Patient was revised to address soreness, squeaking noise and disassociation. Heterotopic ossification is noted on the der. Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case three of the six anti-rotation devices have been completely fractured and the remaining three have been deformed. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. Implant placement cannot be commented upon as no patient x-rays or additional investigative inputs were provided to depuy customer quality. The patient is a reported (B)(6) female. No further demographics were made available. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information made available. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.